Event description:
It was reported, that when trying to run the tests. The device would not recognise the cassette being locked. Pump will not run without cassette being locked. There was unknown, patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found, the dso seal damaged. During the functional testing, the problem stated, by the customer was replicated. Pump doesn't recognize the cassette. Device is not able to start with delivering. The cause of the issue was found to be the latch or latch sensor. The latch and latch sensor were replaced. A device history record (DHR) review reported, no discrepancies or non-conformances, during the manufacturing of the reported serial number.